Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The powered handle and the reload were working correctly for the first firing. For the second firing, the jaws could not close on the tissue inside the patient. The reload was able to be closed correctly outside the abdominal cavity. All of the lights were flashing. There was no problem loading the adapter the reload and the handle was able to recognize the reload. In order to resolve the issue and complete the case, used another reload and finished successfully. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.